Event description:
A caller reported on behalf of the customer a readings precision issue with their poc meter with one patient. The patient was reportedly admitted to a hospital with a dka on (B)(6) 2012 and a few days later erratic readings were obtained. The results of 52 mg/dl, 384 mg/dl and 166 mg/dl that were obtained within 10 minutes when plotted on parkes error grid fell into a "c" zone showing the difference in values to be clinically significant. No indication adc device contributed to a serious injury as the readings were obtained after patient's admission to the hospital in the state of dka. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of the reported issue is unknown. (B)(4).